Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to the power module assembly. Physio replaced the power module assembly to resolve the reported issue and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself. The customer advised that the ac mains light and service light is on. There was no patient use associated with the reported event.